Manufacturer narrative:
Additional information: additional information was received and clarified that lens was initial implanted on (B)(6) 2016 in patient's right eye. It was confirmed that this lens was explanted due to patient experiencing a myopic outcome. There was no patient injury reported. Patient is okay and is now happy with her new vision. It was also learned that the explanted lens will not be returned. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was identified that the patient code for the lens explant was not indicated on the previous supplemental report. This report includes (B)(4) for lens explant. (B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Upon further review it was discovered that first follow-up incorrectly reported that the lens was explanted from the patient's left eye. This information is incorrect as the lens was explanted from the patient's right eye. Note: the follow-up #2 did confirm that the lens for this event involved the patient's right eye. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information: additional information was received confirming that the explant occurred on (B)(6) 2016 on the patient's left eye. The lens was replaced with a lower diopter (d) zxr00 24.5d intraocular lens (iol). Furthermore, there was no incision enlargement and the patient is doing fine. The implanted lens was chosen using the barret calculation and targeted a zxr 24.5 at -.02 se (spherical equivalent). Which resulted in a post-operative -1.00 -1.00. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown. Explant date: if explanted, give date: not applicable, as the lens remains implanted. However, explant is planned. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 was planned to be explanted due to a myopic outcome. No further information was provided.